Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. They stopped and restarted the pump. The pump continued to alarm. They did not want to remove the cassette, so no additional trouble shooting was done. They turned the pump off and clamped the tubing. A continuous infusion rate of 2.1 ml/hour had been programmed, with a total reservoir volume of 9.6 ml and a given volume of 87.45 ml. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.